Event description:
It was reported that during implant attempt, the helix took many more turns than usual and the helix would not fully extend. The impedance was also higher than usual. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix/lobe distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.